Event description:
The customer reported that the unit shut down twice while in use and then powered back on. The device was being used on a patient at the time of the event. The respiratory therapist swapped the vent out; there was no patient harm. The customer spoke with a remote service engineer (rse). The customer confirmed that the unit shutdown and he reported there were several 1204 codes indicating the device had been alarm for "low internal battery" for some time. The customer charged the battery and will perform a performance verification test (pvt) battery test before placing the device back in service.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer; however, there was no response. The resolution and disposition are unknown.